Event description:
It was reported that a balloon rupture occurred. The target lesion was in a moderately calcified artery. A 10mmx3.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device ruptured at 10 atmospheres upon second inflation for 20 seconds. The device was removed without any problem and the procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Initial reporter facility name- (B)(6).